Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 unit. Customer todd called in for help on 8015 unit has error code 120-4610 which is the processor charge current too low for present charge level setting on charge chip. He needs to replace main battery first once charge up an dstill get same error then he needs to replace power supply board on unit confirm part number for power supply board (B)(4).